Event description:
It was reported that this right ventricular (rv) lead recorded high out-of-range shock impedance measurements. Technical services (ts) reviewed the device data, confirmed the lead is under advisory, and recommended reprogramming options as well as lead replacement. No adverse patient effects were reported. This rv lead remains in service.